Manufacturer narrative:
H11 complaints database review revealed that similar events have been reported by other customers. Notably, throughout the reboot event , the pumps continued to operate fully, and the system remained controllable through the backup control unit with no impact on the clinical procedure. Reboot is an intended mitigation to reestablish the user interface in case of an unrecoverable exception at the tscp board level. This causes the linux operating system to reset the application to resolve the problem. By design, during the reboot, the heart-lung machine's critical functions, including pumps, alarms, sensors, and safety systems, continue to perform as expected. During the reboot, the cockpit screen shows the livanova logo and once the cockpit user interface is restored, the ¿last case¿ button enables users to retrieve all prior settings and proceed without any data loss. Livanova initiated an improvement action in order to further decrease the already low frequency of occurrence of this type of event. The risk is low and in the acceptable region. Livanova will keep monitoring the market.

Event description:
See intial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received report of an essenz hlm cockpit which shut down during a case, then powered back and returned to be functional. The event occurred during procedure. There was no patient injury.